Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a hemorrhagic stroke. It was reported that the pumps parameters were in range and there were no active alarm conditions. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 32 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.